Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges dry and sore throat. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Information received during a repair evaluation by the manufacturer confirms there is no degradation of sound abatement foam. The manufacturer is submitting a final report at this time.